Manufacturer narrative:
Findings: no unexpected excessive no delivery alarms noted during testing. Passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Broken battery tube threads noted. Cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and minor scratches on lcd window. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery on four instances. The customer's blood glucose level was 400 mg/dl at the time of the call. The customer stated that there were cracks in the battery compartment. The customer did not want to send the reservoir sets back for analysis. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.